Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited rising and high thresholds. It was also reported that during use the right ventricular (rv) lead exhibited rising and high thresholds, and rising and high impedance. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.